Manufacturer narrative:
This is initial/final MDR report being submitted for this complaint with associated MFR# 2954740-2017-00014. The revive se is not distributed in the united states; however, it is similar to the revive pv that is distributed in the united states. (B)(4). Concomitant medical products:traxcess guidewire 0.014 in; headway microcatheter 0.027; penumbra5 max catheter; solitaire device. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Device ineffectiveness is a known potential adverse event associated with the use of the revive se device and is listed in the IFU as such. All products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Review of the available information suggests that thrombus conformation and location as well as anatomy and medication regimen factors may have contributed to the reported event.

Event description:
As reported by (B)(6) study, subject (B)(6) underwent combined protocol of rtpa and thrombectomy on (B)(6) 2016. Pre-treatment CT scan revealed a thrombus located in right middle cerebral artery (mca). Diameter of the artery proximal to the artery was 2.4 mm and diameter of the side branch artery was 1.3 mm; length of thrombus in parent vessel was 18 mm. Rt-pa given pre-angio at a dose of 0.9 mg/kg; no ia or IV lytic given intra procedurally. Two passes were with revive se (frs21452299/t10112) however the mca could not be re-canalized. The tici score preprocedure was zero and post revive se was zero. Competitor¿s stent retriever was also used during the procedure. Also during the procedure the patient presented inhalation with suspicion of hematemesis or epistaxis. The tici score at the end of the procedure was three. Pump aspiration was also performed during the procedure. Patient was transferred to intensive care unit,the patient¿s health status was rapidly declining. There was some impairment of consciousness, glasgow 5 (y1 v2 m2) with loss of contact. Meningeal hemorrhage was observed in the scanner. The patient was then transferred to neuro, she had high blood pressure 170/88, irregular cardiac frequency . Due to impaired neurological status and hypoxemia, orotracheal intubation was performed. Pulmonary radiograph showed pleural condensation and pleural echography showed pleural effusion. Brain CT showed decreased thrombus volume in the same place as than initial perfusion mismatch. Patient received a thromboprophylaxis on (B)(6) 2016. The adverse event of revive se malfunction leading to incomplete recanalization was reported to be moderate in severity and not a serious adverse event. The event was reported to be possibly related to the device or the procedure and unrelated to the medication or the underlying disease state. The event resolved without sequelae on (B)(6) 2016. The complaint product is not available for analysis and was discarded.